Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noise with approximately two seconds of pacing inhibition. The noise was reproducible with pocket manipulations, but not isometrics. Additionally, rv pace impedance measurements fluctuated from the 500 ohms range to 900 ohms over the last year. Technical services (ts) reviewed troubleshooting options and programming considerations, and chest x-rays were recommended. Subsequently, the rv lead was programmed to a split configuration (bipolar sensing and unipolar pacing) and the output was fixed to 4v@1ms. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).